Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone alarmed power error. Customer could not recall the blood glucose level reading. Troubleshoot was not performed. Product will not return for analysis.